Manufacturer narrative:
The customer reported their analyzers getting "very hot". The customers also reported that they felt like the results were "unexpectedly high" and also received "faults and error screens". There was no allegation of patient/user harm. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported their analyzers getting "very hot". The customers also reported that they felt like the results were "unexpectedly high" and also received "faults and error screens". There was no allegation of patient/user harm.